Event description:
Due to brown discoloration around the hose clamps, an internal water pathway replacement is recommended by cardioquip.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on 01/27/23. As of the date of this report, there has been no response to the recommendation.